Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed because the system logs are not available at this time. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, while the physician was attempting to align the catheter with the nodule, the patient's vital signs dropped, and the patient went into cardiac arrest. The patient had an initial rhythm of bradycardia with premature ventricular contractions, followed by pulseless electrical activity. The patient had one round of cardiopulmonary resuscitation with one dose of epinephrine. The patient then went into ventricular tachycardia with pulse, and the patient received cardioversion and amiodarone. The patient was revived with return of spontaneous circulation and transferred to the intensive care unit for further care and management. The patient was extubated on (B)(6) 2023 but remains admitted at the hospital. The patient was reported to be stable, up and moving around. There was no biopsy taken. The physician believe that the cardiac arrest was related to patient's underlying, pre-existing condition. The patient was known to have tobacco abuse and chronic obstructive pulmonary disease. There was no device malfunction was associated with the event.